Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies; the ins was functionally ok. The device failed the automated test console as the battery was not in new condition. Foreign material was noted in the connector port(s). The ins output was tested at the distal end of a known good extension. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510ohm load, connected to the distal end of the extension. Final device analysis of the extension revealed no significant anomalies; the extension was ok, but cut through (suspected explant damage). Final device analysis of the ins plug revealed no anomaly found.

Event description:
It was reported that the patient complained of a loss of efficiency. The patient also had new pain (unspecified). It was noted that the system was nearly out of life and needed to be replaced. Electrode impedance were taken preoperatively noted high impedance on multiple electrode pairs. The stimulator and extension were replaced and upgraded. The lead was left implanted. Concomitant medications at the time of the event included atenolol and lisinopril.